Event description:
It's about 1 am and the malem bed-wetting alarm that my daughter has strapped on has burnt her. The alarm is extremely hot and the back door that snaps in and holds batteries in place has melted from the heat. It is unfortunate that this happened. Additionally, the heat has caused the two aaa batteries inside the alarm part to burst and leak onto my daughters clothing and seep in to her neck and chest. She has had a reaction to the battery liquid and has been slightly burnt from both battery liquid and the hot bed-wetting alarm.